Event description:
It was reported that the helix of the right ventricular (rv) lead did not extend in gradual increments during the implant procedure. The rv lead was removed and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead helix not extending in gradual increments was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. No indication of helix popped out was noted during helix mechanism test. The measured full helix extension length was within required specification. A visual and x-ray examination of the lead revealed no anomalies. Electrical testing revealed no indication of conductor fractures or internal shorts.